Event description:
Customer reported an o2 sensor error and failed leak test on the anestar anesthesia system. No pt injury reported.

Manufacturer narrative:
Company rep corrective action included replacement and calibration of o2 sensor. Tested and passed leak test.